Manufacturer narrative:
Evaluation: the customer returned the complaint device in an opened, used and damaged condition. A visual examination of the returned introducer sheath found the material to be extremely elongated with separation present, at 11.0 cm, measuring from the distal end of the check-flo assembly. The material separation resulted in the coils becoming exposed and unravelled. A further examination found that the suspect device measured approximately 20.0 cm in its current state. This observation concluded that approximately 25.0 cm of the introducer was missing. When considering the information provided and the results of the investigation, this incident appears to be related to the patient's anatomy (scarred groin). Nevertheless, the appropriate personnel have been notified.

Event description:
During procedure in 2007, when the physician was removing the sheath, he pulled back on the portion of the shaft that was external to the patient. This patient had a very scarred groin, and there was some resistance in attempting to draw back the sheath from the contralateral position. The sheath then "stretched" and the physician immediately stopped pulling. Subsequently, the physician was unable to get anything back into the sheath and unable to draw back blood. It seemed to the physician that the introducer sheath was damaged just outside of the arteriotomy. So he relied on a vascular surgeon to assist in cutting down on the vessel. They clamped the sheath just near the artery and removed it successfully.